Event description:
It was reported that the programmer would not boot up. The programmer has been returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The programmer was able to boot up properly. It was noted that the tabs were broken off of the power cord bay door. (B)(4).